Event description:
(B) (6) contacted our customer service on (B) (6) 2008, and reported that she receive burn like blisters on her lower back from her thermotex heating pad. Customer service asked her to send the pad back for a refund. The quality assurance mgr. Contacted (B) (6) on (B) (6) 2008, and was told that (B) (6) had used the pad for 45 minutes to 1 hour when she noticed the blisters. She consulted her doctor and received burn cream for her wounds. As of the (B) (6), she was healing fine without further problems.